Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had to recharge her ipg frequently, as a full charge would only last for 1-1.5 days. The patient also desired to have an MRI performed. Additional information revealed the patient's ipg had depleted over time. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. The issue has resolved following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.